Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out and the screen turned completely red and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and bench handling without duplicating the report. Internal inspection did find a loose screw inside the device. The loose screw was retightened as a result, but it could not be confirmed that this was related to the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.